Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the noise was observed on monitored episodes for the right ventricular (rv) lead. The lead was capped and replaced. It was noted that the rv lead was unable to be extracted due to patient anatomy. Additionally, it was reported that the right atrial (ra) lead was damaged/insulation failure during the extraction of the rv lead. The ra lead was also capped and replace. No patient complications have been reported as a result of this event.